Event description:
It was reported to boston scientific-target that this procedure was embolization of coil for sma. While the idc - interlocking detachable coil into this procedure was being detached at the appropriate position of detaching, but this product won't be detached. Thus, the physician attempted to relieve it from the aneurysm. But this coil got detached out of the aneurysm into the patient's artery. Moreover, this detached coil migrated somewhere in the patient's artery and could not be retrieved. Other information is unattainable.